Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy. "Upon first entry with the port, surgeon struggled to get the trocar through the incision. Surgeon passed the trocar to the scrub nurse to rinse the blood away. Surgeon tried inserting the trocar again, still wasn't able to get it through. Trocar was removed from the incision again and upon inspection, the obturator tip had split/disfigured. Surgeon did note, not much pressure was applied during insertion. Product isolated for return." Patient status - no patient injury.

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the obturator was fractured. Engineering was unable to replicate the same kind of tip fracture seen in this customer experience with simulated excessive force. Engineering noted that if the tip was held fixed while torquing the shaft, it was possible for the tip to tear and would lead to breakage. Since engineering was unable to replicate the exact fracture, the exact root cause could not be confirmed. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of this event could not be confirmed since engineering was unable to replicate the fracture seen in the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.